Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that bipolar impedance is lower than unipolar impedance in right atrial lead. It is also reported that right ventricular lead had bubble in insulation and patient was getting pocket stimulation from both leads. Both leads are capped and new leads are implanted. No patient complications have been reported as a result of this event.